Event description:
It was reported to boston scientific corporation that an advanix double pigtail stent was used during a biliary stent implantation procedure performed on (B)(6) 2014 in the bile duct. According to the complainant, during the procedure, the stent was unable to be deployed and was noted to be kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the stent had two small tears, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Event revealed by the investigation of stent break. The stent was returned with the delivery system for evaluation. Functional testing found the stent could not be performed since the delivery system was not functional. Visual analysis found the stent to be bent, kinked and had two small tears on the proximal end which appeared to have occurred from being crushed against push catheter. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context.